Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) changed their infusion site due to elevated glucose levels above 250 mg/dl. During training, with assistance from their trainer, the pwd inserted a cleo 90 infusion set and felt that the set failed almost immediately. Later, when attempting to bolus for lunch, the pwd noticed the infusion site felt wet and detected the smell of insulin. The pwd reported difficulty lowering their glucose levels and experienced nausea, with possible ketones, but did not require emergency medical services. Upon removal, the cannula was observed to be filled with blood. After changing the infusion site, the pwd was able to resume insulin administration, and their glucose levels eventually decreased. No patient harm or injury was reported.